Manufacturer narrative:
It was reported that the flow was intermittently reading and than stopped during treatment. An attempt was made to swap the flow sensor with another one without success. Therefore the cardiohelp was exchanged during treatment and no patient harm occurred. The affected hls set was working as expected and has no failure. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-10. No spare part was replaced. The fst was running the cardiohelp for over two weeks without any failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Moreover, the logfile analysis shows that on 2022-10-22 (date of event) the pump stopped and the message "no flow signal" was displayed. Thus, no exact root cause could be identified. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor disturbed .environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2022-11-09 for the period of 2020-03-20 to 2022-11-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The device was manufactured on 2020-03-20. Based on the results the reported failure "flow was intermittently reading and than stopped " could be confirmed according to the logfiles, but no device malfunction could be found. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported: "internal issue with how it's reading the flow". Information received on (B)(6) 2022 that cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID:(B)(4).